Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringes had white particles at the top to the syringe. The following was received by the initial reporter: white particle inside syringe. At a hospital pharmacy the staff discovered that 2 sterile single-use syringes 20 ml had an internal white particle (probably molding defect) at the top of the syringe. One syringe containing medicinal substance was discarded. The second syringe had been inside the laf bench, but it was not used, as it was recognized that it also had a white particle inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-aug-2023 . H6: investigation summary one sample and photo was provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of barrel. A device history review was performed for lot 2002273, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not to spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble likely generated during the molding process.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringes had white particles at the top to the syringe. The following was received by the initial reporter: white particle inside syringe. At a hospital pharmacy the staff discovered that 2 sterile single-use syringes 20 ml had an internal white particle (probably molding defect) at the top of the syringe. One syringe containing medicinal substance was discarded. The second syringe had been inside the laf bench, but it was not used, as it was recognized that it also had a white particle inside the syringe.